Event description:
During negative pressure wound therapy utilizing a pico pump, the sound of an air leak was noted and the dressing was not compressed, resulting in a delay to therapy. The treatment was continued with a back-up device.